Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom service technician identified that the brakes would set but would not hold. The technician found the brake detent mechanism assembly needed to be replaced. The affinity® 4 birthing bed is intended to be used as a birthing bed for women of child bearing age in an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the acute care labor and delivery market. It is not intended for use as a general hospital bed. Per the hillrom's service manual, the affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity® 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity® 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in feb 28, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake detent mechanism assembly to resolve this issue. Based on this information, no further action is required.